Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion

Event description:
It was reported that it was found that the accuracy was 4-5mm off for a tlif procedure.

Event description:
It was reported that it was found that the accuracy was 4-5mm off for a tlif procedure.